Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4, h6 and h10. H4: the suspected lot r21d13067 was manufactured on april 14, 2021. D4: expiration date: the suspected lot r21d13067 has an expiration date of april 14, 2023. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber of the second sample; the assembly of the tubing to the drip chamber did not met specifications. There was no issues for the first sample. Dimensional testing was performed at the tubing of the second sample which met specifications. The reported condition was verified in the second sample and not verified in the first sample. The cause of the leak was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set 1.2 micron downstream filter leaked from an unspecified location. This occurred during infusion of total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot number - the customer provided a potentially associated lot number, r21d13067. Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.